Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. Additionally, the reported superficial damage to the driveline pump cable cannot be confirmed, as no photos of the damage were submitted, and the product was not returned for evaluation. A specific cause for the damage cannot be conclusively determined through this evaluation. A review of the submitted event log files revealed that on 15sep2025 at 10:38:28 there was a controller internal fault alarm due to ocp_a_open and ocp_b_open faults, which are consistent with damaged fuses. Shortly after, while still connected to the mobile power unit (mpu), the pump stopped. The power cables were disconnected at 10:58:09, and the system controller was exchanged and powered off. Following the system controller exchange, there were no other notable alarms active in the log file. The pump appeared to be operating as expected at the set speed. Per additional information, the modular cable and the second controller were exchanged. The second system controller was exchanged as part of the modular cable exchange, and no issues with the second system controller were noted. It was reported that heartmate 3 lvas, serial number (B)(6) , was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. D, and patient handbook rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke related) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. Section 4 of the patient handbook "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient fell and was unresponsive, emergency medical services (ems) was called, who called the hospital stating that the pump running symbol was not green, no flow or green arrows were present, and the driveline and power sources were connected. The system controller was exchanged by ems. The flow was reported to have returned to great than 3.0 lpm after the system controller exchange. Log file review was requested which revealed routine events prior to the driveline disconnect at 10:38:38 on (B)(6) 2025. The system controller captured system controller internal fault, low flow, and left ventricular assist device (lvad) off at 10:38:28 on (B)(6) 2025. No other unusual alarms were noted in the log files. Further log file review indicated that the system controller had 2 blown fuses, ocp a and ocp b (overcurrent protection) resulting in the system controller internal fault, lvad off, and driveline disconnect on (B)(6) 2025. The site reported that the lvad appeared to be functioning as intended after the exchange. It was noted that there was rescue tape on multiple areas of the patient's driveline and modular cable. It was recommended to replace the modular cable as well and the modular cable and controller were exchanged and no issues with the second system controller were noted. Additional log files from the patient's new system controller and modular cable were sent which found no unusual events. The patient passed away on (B)(6) 2025 related to pump stops caused by the blown fuses in the system controller, which resulted in neurological insult. It was unknown what the patients' parameters were at the time. The outcome was considered to be device related. The pump would not return for evaluation.